Manufacturer narrative:
A field service engineer (fse) was dispatched onsite. He found the system was operating correctly, but that the limits were not what the customer were expecting. The clinical specialist updated the monitors with a new configuration. The fse was working with the clinical specialist who configured the limits to make sure the customer understands how these limits work. Based on the information available and the testing conducted the cause of the reported issue was due to user knowledge. The reported problem was not confirmed. The investigation confirmed the device was operating to its specification. The customer was re-educated on how their system was configured. The device remains in use at the customer site.

Event description:
It was reported the the device software is not properly analyzing waveforms and is not creating red alarms. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.